Manufacturer narrative:
Unit not received in manufacturing mode. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly. Unit received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, stained serial number label, missing end cap address label and slight corrosion in battery tube.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 243 mg/dl. The customer stated that the clear ring and a piece from the reservoir compartment came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.